Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3 unknown event date post op (B)(6) 2024. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative g4: device is not distributed in the united states, but is similar to device marketed in the USA. H4 device history part# thi31232 lot # 134395 manufacturing site: medos int. Spine supplier: (B)(4), release to warehouse date: 07 jul 2023, expiration date: 30 jun 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 the patient received an eit tlif implant. This was the patient's 5th surgery. The patient received an eit tlif 12mm 12degrees 32/12. Patient received various implants by other companies as well and the conduit implant was only added during the last of the 5 surgeries to date. Patient's spine is fused between l2 and l5 and experienced previous screws loosening after surgeries as well as vertebral fracture, causing to have several revision surgeries. Post-operatively after the (B)(6) 2024 surgery screw loosening and fracture occurred again. The screws went out of their intended position. Patient will be tested for titanium allergies in (B)(6). This report is for one tlif-c hi 12mm 12deg 32x12. This is report 1 of 1 for (B)(4).